Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample when processed on a vitros 5600 integrated systems. An assignable cause could not be determined. Successful within run precision testing using multiple assays indicates the instrument is performing as intended. A systemic instrument issue can be ruled out as a contributing factor. Although, a transient instrument issue cannot be completely ruled out as a contributing factor. Since multiple assays were affected and the tsh daily quality control testing is within expectations, the tsh reagent performance can also be ruled out as a contributing factor. Pre-analytical sample handling related to improper centrifugation or improper storage leading to a partially frozen sample could not be ruled out as contributing factors to the lower than expected patient result. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a lower than expected, vitros tsh result from a single patient sample tested on a vitros 5600 integrated system when compared to a repeat result obtained on an alternate vitros 5600 integrated system. Patient sample 1 tsh lot 5630 result of 0.942 miu/l versus an expected result of 1.390 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros tsh result was reported outside of the laboratory; however, a corrected report was later issued for the sample. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).